Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient experienced a coupling problem. Since replacement of the implantable neurostimulator (ins), the patient had issues coupling and could only get 2 bars. The manufacturer representative (rep) thought the patient had a lot of swelling post -implant, but wasn¿t sure. The patient noted the ins was deeper than the previous ins. The rep was meeting with the patient the day of this report. Additional information received reported an x-ray was taken and the battery was flipped. All impedances were within normal range. The patient was getting excellent stimulation coverage. A pocket revision was scheduled for (B)(6). After the revision the battery was checked and all communication boxes were obtained. The patient was doing well.